Event description:
User reported 3 false positive results. Negative by two follow up rapid antigen tests. This is report 2 of 3. Relates to (B)(6) (3014862188-2023-00005, 7: tests 1, 3 of 3).

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6) (3014862188-2023-00005, 7: tests 1, 3 of 3).